Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins). Pt is needing MRI. Caller reports they cannot connect to the ins and pt noted they lastt recharged the ins 3-4 years ago. Pt states they stopped using the scs b/c it "wasn't doing them any good". Event date provided: maybe a year or so after scs was implanted. Caller requested rep to meet pt to see if they can recharge the scs - tss trx'd hcp to nas. Mdt rep reports the patient's device is dead and they haven't used it in 4 years. The patient has "no interest in replacement". Rep states he is not sure who the physician is. Additional information was received, it was reported the cause of the implant depletion and not connecting was likely due to device being overdischarged due to not charging. The patient stated they did not want to get the device replaced and that it would likely be explanted. The patient was given MRI compatibility form for their hcp to complete so they could get an MRI. No further interventions were planned or taken. The patient stated they would call if they were unable to get an MRI. Pt is needing MRI of the brain. Caller reports pt said that the "battery has been removed", "the stimulator does not work" and pt does not have their programmer. Caller also noted pt stated they spoke with a mdt sales rep who assured pt it would be ok to have MRI. Caller unable to clarify further and was not with pt at time of call rep reported spoke in september, she was attempting to get an MRI. She was given the MRI a compatibility form to give it her hcp, and said that her scs was no longer working and not charging.